Manufacturer narrative:
Device evaluation indicated that the complaint of premature battery depletion was confirmed. The analog integrated circuit (aic-u1) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The analog integrated circuit-u1 damage resulted in rapid battery depletion and consequent difficulty charging the ipg. Root cause of the analog integrated circuit damage could not be determined.

Event description:
A report was received that premature battery depletion was confirmed during device evaluation.